Event description:
It was reported that during the attempted implant, the physician had extreme difficulty maneuvering the right ventricular (rv) lead. It was also reported that the lumen was very tight and it was difficult to insert the stylet. It was also reported that the tip was excessively rigid. The physician was unable to put a tight curve on the stylet and it would not translate to the lead tip. The rv lead was not used and a new rv lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was found to be distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.